Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was seen on (B)(6) 2013 for a routine evaluation and check. It was noted that the implantable neurostimulator (ins) was working with no incontinence issues seen. It was also reported that impedances of >4000 ohms on all combinations with ¿number 3 lead¿. The patient was programmed around that lead. Other than that issue, the patient was reported as doing well and the patient was due to be seen again in (B)(6) 2013. There were no plans to revise or change the lead at this time. It was reported that the patient was doing well and receiving effective symptom control. If additional information is received, a follow up report will be sent.

Event description:
It was reported that one month after implantable neurostimulator replacement the caller observed reading >4000 ohms on three bipolar pairs. It was noted that the healthcare professional attempted to assist the patient increase amplitude over the phone but struggled to interpret the screen descriptions provided. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v100937, implanted: (B)(6) 2008, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).